Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
We received a phone call from a medical examiner's office, questioning about the paradigm insulin pump recall. The caller stated that an individual came into the office and passed away. The caller did not provide any details regarding the decedent. When they were asked to provide the customer's information, the caller hung up. The date of death was not provided to us either. No details were provided to us regarding the decedent or the insulin pump.